Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2016. The last bolus delivery was a (B)(4) unit bolus recorded on (B)(6) 2016 at 13:57. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was exercised for 24 hours and passed delivery accuracy testing. The pump was determined to be delivering accurately within the required specifications. No errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint and the pump was found to be operating as intended, without malfunction. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 4 g/l for a few day and one day at 1 g/l in the morning going up to 5 g/l in the evening with nausea at that time. There was no information provided regarding troubleshooting of the pump's operation. This complaint is being reported because of an alleged inaccurate delivery issue with the pump.